Manufacturer narrative:
H.6. Investigation: the sample was received by bd for evaluation. A quality engineer was able to review the returned (1) venflon 22ga from lot # 9168851 product # 391451 with the reported issue of ¿after placing the catheter from the complaint lot, the hcp felt resistance when withdrawing the needle. The resistance is strong with catheters particularly from the complaint lot¿. Bd bawal has received one sample and two photographs shared by the customer which were used along with the retention samples for investigation of the reported defect. The sample was investigated for sharpness of the needle bevel and the needle penetration force was reviewed from the DHR 9168851. The needle bevel angle is sharp and in perfect shape. The needle penetration force that was performed during release testing of the lot number 9168851 was also found to be within specifications. The probable resistance experienced by the hcp could be due to practice issue. The team failed to simulate or detect the reported defect of failure. Based on the investigations and the tests performed on the customer samples and review of the DHR tests the investigation team could not confirm the reported defect. The defect is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd venflon¿ IV cannula was resistant and would not disengage during use after placing the catheter. The following information was provided by the initial reporter, translated from japanese to english: "after placing the catheter from the complaint lot, the hcp felt resistance when withdrawing the needle. The resistance is strong with catheters particularly from the complaint lot."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ IV cannula was resistant and would not disengage during use after placing the catheter. The following information was provided by the initial reporter, translated from (B)(4) to english: "after placing the catheter from the complaint lot, the hcp felt resistance when withdrawing the needle. The resistance is strong with catheters particularly from the complaint lot."